Event description:
It was reported that the patient was placing the tubing in the notch prior to loading the spring event on (b)(6) 2026. The blood glucose level was high, and the patient went to ER and was subsequently hospitalized due to High BG, IV and fluids of saline and insulin.

Manufacturer narrative:
MDR 3003442380-2026-62274 / Initial 1 of 2.Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.